Event description:
Reference MFR. Report number: 1627487-2019-04963. Additional information received that patient underwent surgical intervention where in the leads were explanted and replaced. Issue resolved post op. Effective therapy restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference MFR. Report number: 1627487-2019-04963.

Manufacturer narrative:
Concomitant medical product: model 3186 scs lead. Therapy date unknown. Investigation results will be provided in the final report.

Event description:
Reference MFR. Report number: 1627487-2019-04963 . It was reported that patient had low impedances on multiple contacts of the lead. Patient experienced ineffective stimulation. As a result, surgical intervention is pending to address the issue.